Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results and conclusion summation - quality engineering reviewed the incident. Hypotension and perforation are known adverse events associated with coronary stenting. Although cardiac arrest and additional treatment are not listed in the risk assessment in context with perforation, they appear to be the result of the perforation, which is addressed in the risk assessment and IFU. In this case, the perforation occurred and a series of secondary effects appeared to have resulted. It is likely that the perforation caused the blood pressure to drop, blood to collect around the heart, which required the pericardiocentesis, and ultimately resulted in cardiac arrest.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that a cto was observed in the left main artery. The vessel diameter was 3.8 - 4.0 mm. The lesion was dilated with a balloon catheter and proper blood flow was observed. As a mild and eccentric calcification was observed in the proximal lesion, a decision was made to implant a zeta which was a little smaller than the vessel diameter because of acs. The zeta was implanted at 16 atm; however, a perforation was observed in the middle area of the stent. The balloon catheter from the zeta was used to arrest the hemorrhage but it failed; therefore, an esprit balloon catheter was inflated and the bleeding stopped after an hour. The patient's blood pressure had started decreasing due to the perforation and cardiac arrest was observed. The patient was put on an iabp and percutaneous cardiopulmonary support (pcps). The patient's hemodynamics improved. In order to arrest hemostasis, pericardiocentesis was performed. The procedure was completed. After six months, a slight degree of bosselation was observed at the perforation site. No additional event or patient information is available.